Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation of a thrombectomy procedure, the physician noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was broken at the hub right before inserting it into the rotating hemostasis valve (rhv). The ace 68 broke prior to use and therefore was not used in the procedure. The procedure was completed using a new penumbra system ace 68 hi-flow kit (kit).